Event description:
It was reported that per clinician, decitabine infusion was initiated on patient on (B)(6). Upon return to check on patient (~30 minutes after starting infusion), noted infusion bag still appeared full. Upon checking patient's peripheral IV access, clinician noted tubing was clamped with slide clamp on extension set near patient's access. Per clinician feedback, the alaris system did not emit an occlusion alarm to indicate line was occluded. Incident was reported to team on (B)(6), during rounding in clinic. Clinician unable to recall specific module on alaris platform. Alaris pcu along with the three pump modules attached were removed from service. There was no patient harm.. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had failure to alarm patient side occlusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.